Event description:
The patient contacted animas on (B)(6) 2012 reporting that they noticed that their pump was hot to touch. The patient confirmed that there was no trauma to the pump. The patient stated there was no moisture or corrosion noted in the battery compartment. The patient reported that they removed battery and the battery was much hotter than the pump. The patient stated that they threw away the the battery and replaced it and the pump went back to normal temperature. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump. The battery compartment and caps are intact with no damage or moisture ingress. Pump powered on normally and was exercised for three hours no overheating was duplicated. Pump electrical current draws were tested and found to be within specifications. The pump cover was removed to inspect for internal moisture ingress, none was found. Power flex and power circuit were tested for intermitting conditions, no defects were found. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.